Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was also reported that following insertion the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. It was also reported that following insertion the patient experienced pain, erosion of her internal bodily tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, leakage and frequency. No additional information was provided.